Event description:
A customer reported an issue with their pump malfunctioning after it was exposed to x-ray. During troubleshooting with technical support, the malfunction alarm was cleared, and insulin delivery was resumed successfully. There was no reported adverse impact to the customer's blood glucose level.